Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when opening a distal stomach during a laparoscopic distal gastrectomy, it was stated that stapler was well assembled and no issues in loading the reload. After pressing the green button, it was difficult to move when the stapler was about to fire. The jaws was then opened again but the stapler did not fire. Another device was used to complete the case. There was no patient injury.